Event description:
This event was reported from a center. This patient had a history of severe cochlear malformation. After acute otitis media in the ear contralateral to the implant, the patient experienced meningitis. The patient fully recovered after hospitalization.